Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the patient's battery was non-functional. The patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that there was no device malfunction suspected.

Event description:
A report was received that the patient's battery was non-functional. The patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well postoperatively.